Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed motor error during a bolus. Customer's blood glucose level was 270 mg/dl, treated with manual injections. Customer reported that she was in a car crash the day prior to the alarm and was sent to the hospital, as a significant event that may have caused the device to alarm. Customer reported that she was given a cat scan and had the device in the room with her, but was disconnected from it. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.